Manufacturer narrative:
Analysis summary: the stated reason for return of shut down during device follow-up was unable to be confirmed. A new software installation was performed as a preventive measure. No further anomalies were found or observed, the programmer worked normally with no problems. It passed its electrical safety as well as all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down during a device follow-up for an implantable diagnostic heart monitor. The programmer was returned for service. No patient complications have been reported as a result of this event.